Event description:
Boston scientific crm rec'd information that the pt implanted with this right ventricular (rv) lead rec'd inappropriate shocks as a result of noise on the lead. An invasive surgical procedure was performed and the lead was explanted and replaced.